Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: pb1018 transcatheter pulmonic valve (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had undefined/indefinite impedance, loss of capture with complete heart block (chb) and a fracture. During the replacement procedure the stylet could no advance beyond mid lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.